Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had some cracks and moisture was in the insulin pump. The customer¿s blood glucose level was unknown. Customer reported that past exposure of the insulin pump to fluid and there was no visible fluid in the insulin pump. The keypad was responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.